Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that the patient was admitted to the hospital for increased spasticity and increased restlessness. Blood and urine work showed no infection. Follow up was conducted, and a manufacturing representative later reported that the cause of the increased spasticity and restlessness was unknown. There were no interventions. This event was not resolved. The patient's status was "alive -no injury" at the time of this report. The indications for use were intractable spasticity and head/brain injury. The system was delivering gablofen at a concentration of "2000mcgs" and a dose of "789 mcgs." The lot number was unknown. If additional information becomes available, the event will be updated.